Event description:
The nurses alleged the head of the bed ran on its own to the up position and will not come down.

Manufacturer narrative:
The accounts engineer plugged the bed in and the hi/low ran down unintentionally for just a few seconds. No bed functions would operate and the bed would be making a humming noise. The engineer unplugged the bed and reseated the siderail and the testport connections. When he plugged the bed back in all of the functions worked properly. The engineer mentioned that the problems with this bed started to occur after housekeeping had cleaned the bed.